Event description:
It was reported to philips that the device's suite computer was defective, which can impact system booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and found that there was an issue with the software update which could impact system booting. The fse replaced the suite pc and pdu (power distribution unit) as a test, but it did not resolve the issue. So, the spare parts were exchanged. Upon further troubleshooting, the fse connected the network switch (managed ethernet gigabit switch in the m cabinet) to fixed voltage and the software was able to be updated. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.